Event description:
During cardiopulmonary bypass, clot was noticed in the venous reservoir in an isolated ring pattern. Surgeon was advised to complete operation as quickly as possible and get off bypass. No other clots were noticed in the circuit and the equipment was sequestered. Manufacturer was notified. ====================== manufacturer response for reservoir, reservoir (per site reporter) ====================== not known.